Event description:
Device chipped during surgery procedure. Already attached and in pt, dr getting ready to flush with heparin irrigant when connector broke off in pt. Port and broken portion retrieved. New port put in.